Manufacturer narrative:
Suspect lot review: a review of the mfg. Lot database for suspect lot# 67-326-y1 (mfg. Date 08/2016) shows (B)(4) units were mfgd., tested, inspected, and released citing no exception documents. A review of the mfg. Lot database for suspect lot# 61-522-sj (mfg. Date 04/2016) shows (B)(4) units were mfgd., tested, inspected, and released cited no exception documents.

Event description:
Complaint rec'd regarding three (3) 20130-01, spinning spiros closed male luer, red cap; lot# is unknown. The report states, nursing primes a long infusion pump set, adds a ch 2000sc (20130) to the distal end of the tubing. This is then connected to rymed connector on the dual lumen power PICC line. The 24 hr infusion initiated and 13 hours in the patient stood up and the spiros became disconnected from the carefusion pump set distally, the spiros remained attached to the PICC line. There was unprotected chemo exposure and adverse operator consequences reported.